Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet display appeared glitched and inoperable when the user attempted to wake and unlock the device, and the device would not function despite charging, indicating a display failure that rendered the pump unusable; the device was subsequently replaced. Symptoms included inability to view or interact with the device due to a nonfunctional screen. Outcomes included temporary loss of therapy delivery from the affected device and reliance on cgm via a mobile app or receiver until replacement. Investigation included review of user reports, confirmation of serial information, and collection of the failed unit for evaluation. Investigation of this device revealed a defective or damaged display assembly consistent with a screen failure that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.